Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: the pump powered on with functional auditory and vibratory features to a blank display. The pump cover was removed, revealing that a component on the electronically erasable programmable read only memory (eeprom) was cracked, resulting in the blank display. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.